Event description:
The graft has been implanted in the upper arm location of this patient for approximately 1.5 years. The graft's arterial region had been declotted by interventional radiology. The patient was referred for surgical revision. During revision surgery the doctor noted that the outer surface of the graft, on the arterial side, was missing. This section was removed and returned to the manufacturer for evaluation.